Event description:
--

Event description:
--

Manufacturer narrative:
Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2011. To date, the device has not been received at boston scientific return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did meet longevity estimates provided in device labeling. However, the device's life cell capacity was less than expected. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information that this device, at 33 months, was exhibiting a monitoring voltage of 2.61 volts. The clinic nurse asked for recommendations for device follow-up. Technical services advised that this device should be followed on the patient's latitude monitoring system every month until elective replacement indicator (eri) is triggered.